Event description:
It was reported that the patient presented in the clinic and upon interrogation, the right ventricular lead exhibited high impedance and a sensing anomaly. No intervention or patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead exhibited noise and decreased r wave amplitude.